Event description:
It was reported that the customer passed away while wearing the insulin pump. The cause of death was unk. The programming was correct on the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.